Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the interconnect cable and the high voltage cable assembly. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display an image on the monitor and would display a low kv error message when performing fluoroscopy. No pt injury was reported.